Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with post-paced t-wave ovesensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.